Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was analyzed. The analyst noted that the helix could be extended and retracted. But helix appeared to have silicone adhesive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had a defective helix. The lead was replaced. No patient complications have been reported as a result of this event.